Event description:
In 2001 doctor implanted mg unicompartmental knee in patient. Patient began complaining of pain and underwent arthroscopic surgery to determine the cause of the pain. At this time, it was noted that the articular surface had some pitting on its anterior aspect, that was approximately 7 mm in diameter. Nine months later, patient's knee was revised to a total knee.